Manufacturer narrative:
(B)(4). One used caresite valve, without packaging, was received for evaluation. The valve was covered in a white, sticky residue. Two cracks and several crazing lines/stress marks were observed on the female luer lock threads of the molded caresite valve body (cavity no.12b). The cracks started from the top of the valve and extended down to the bottom of the luer threads. The cracks were not on or near the parting line. Review of the discrepancy mgmt system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. Add'l info received indicated that the valve had been in use for approx seven days (between (B)(6)). Per the instructions for use (ife) for the reported product catalog number, "the luer access device is compatible with lipid emulsion (contained in tpn solutions) and cytotoxic agents containing cremophor (e.g., paclitaxel) for 24 hrs." Based on the add'l info received, it would appear that using the device beyond the recommended 24 hrs likely contributed to the reported leakage. If add'l pertinent info becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports a caresite valve was attached to a port line on the patient side and a baxter folfusor 2.5ml/hr on the opposite side. The caresite value was leaking from the center of the valve at the rim. The 'hosp in the home' (hith) nurse discovered white residue around the caresite valve. The chemotherapy during use was fluorouracil. The reported indicated that the lot number was unable to be confirmed, but is likely to have been lot number 0061314336. Add'l info received from the company rep indicated that the user believes the caresite valve was connected on (B)(6).